Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Customer's parent reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 300 mg/dl. Customer states the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.